Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, missing the black original/seal inside reservoir tube, cracked reservoir tube window corner, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump sustained physical damage. The customer stated that the insulin pump had a cracked reservoir tube and that the rubber ring fell out. She stated that the insulin pump worked fine, but there was a piece missing around the reservoir compartment that continued to chip off. She stated that the reservoir compartment did not have notches, indicating worn tube threads, and she reported that the reservoir would come loose and come out of the insulin pump. The customer did not know the blood glucose reading. She stated that she bumped the insulin pump all the time but was unsure when the damage had occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. She advised that she did not have a back-up plan. She was advised to consult a doctor regarding a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.